Event description:
The monitor was connected to the patient via pac-1 cable and was in use. The pmoi cable was connected to the mpm but was not connected to the patient monitor. There were no other connections present other than the power supply. The catheter did not have a temperature output and had been in use for approximately 100 hours. The patient's family members who had been present in the ICU throughout this time, noted that the digital intracranial pressure reading was fixed at 26mmhg when the trace was showing a higher level of approximately 45mmhg. The family member reported this finding to the ICU staff who confirmed this reading and contacted integra. An integra technician went to the site and replaced the mpm monitor. The reported defects showed the normal trace p1, p2, p3 waves at levels of between 40 and 50mmhg. The intracranial pressure display was fixed at 26mmhg. When the monitor was switched to the systolic/diastolic display the systolic and diastolic display followed the trace levels. When switched to the 12 to 24 hours trend display the trace appeared normal up until approximately 8 hours of the technician's arrival at the patient's bedside. The past 8 hour period showed a straight line trace at 26mmhg only. After checking with the nursing staff, they think the faulty readings occurred around the time the trend trace changed to a straight line, although this was not checked at the time. Once the monitor was replaced and the display was checked, the functions were found to be correct. The intracranial pressure reading had dropped to between 12 and 15mmhg when the new monitor was attached. The patient's chart and nurse's notes were reviewed to see if there had been any similar readings prior to the faulty reading being seen, however no major reading changes were confirmed. The nurse's notes indicated that the readings had been what they had expected.